Event description:
It was reported that the patient visited the clinic in (B)(6) 2013 and the family had advised that the patient had stopped wearing his bilateral processors and enquired with respect to explanation as the patient was a non-user. It is not known if the patient had an accident or trauma on the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.